Event description:
A positive immulite 2500 stat troponin result was generated on a patient sample. Upon repeat, the troponin result was negative. The same sample was repeated again and the sample result was positive. The negative result was not reported to the physician. Patient treatment was not altered, and there was no report of adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin result was due to sample handling. The fse recommended that sample handling procedures be reviewed at the customer site. The instrument is performing within specifications. No further evaluation of the device is required.